Manufacturer narrative:
The reported issue that pcus generate a system error/battery discharged alarm without any prior low battery warnings could not be confirmed for this opened file due to no product was received for this file; however the issue was investigated in the other files opened for this customer in which product had been received. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer for this file. Based on the above facts this file may be closed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.

Manufacturer narrative:
The reported issue that pcus generate a system error/battery discharged alarm without any prior low battery warnings could not be confirmed for this opened file due to no product was received for this file; however the issue was investigated in the other files opened for this customer in which product had been received. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer for this file. Based on the above facts this file may be closed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6)for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.